Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positives on c-a-02, a-03, a-04, a-05."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positives on c-a-02, a-03, a-04, a-05"

Manufacturer narrative:
H6: investigation summary a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched, plots and logs were investigated and no abnormalities were found. The instrument is working within bd specification. The complaint is not confirmed because no abnormalities/ issues were found and the root cause is unknown. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.